Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with noise and an elevated sensing integrity counter (sic) measurement. It was noted that the patient experienced syncope. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.